Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 311 mg/dl with abdominal pain and a headache associated with an alleged time/date issue. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was noted that the patient had the wrong time and date behind 1 day in the pump and it was because the patient did not change it back to the correct time date in the pump. This complaint is being reported because the patient experienced hyperglycemia associated with use error.